Event description:
Caller reported imprecision with troponin results on two triage meters (serial numbers not provided) with 3 patients. Patients were admitted for "chest pain" and "chf" (congestive heart failure). Samples were drawn in full edta tubes, without visible clots, immediately transferred to test device (warmed to room temperature) with triage pipette, without introducing bubbles. A repeat was then performed on the second meter on new device. None of the patients were seen by the physician and were all let go. No EKG results available. No invasive procedures performed.

Manufacturer narrative:
Pt samples were returned on (B)(4) 2012. Product support tested calibrator h (cal h), calibrator a, 3 normal contrived whole blood donors and returned samples on retained lot #w50010 for observations of tni recovery and precision. Conclusion: in house testing of the returned pt samples on sob w50010 gave results of <0.05ng/ml for tni. One device was inoculated and re-run on three different in house meters. No discrepant results were observed. The sample was received by product support thawed and warm. Product support cannot verify sample stability due to incorrect storage and shipping conditions. Product support also conducted testing with 3 normal whole blood donor samples that were contrived to have an elevated tni value. Three devices with each contrived sample were run and then re-run on another meter (total n=9 per sample), all within the 30 minute time frame listed in the package insert. No false negative or unexpected results were observed. All values were above the package insert cutoff of 0.40ng/ml. The observed cv's for each contrived sample were less than or equal to 8%. All data points with cal h, also run on all three in house meters, were within the manufacture 2sd range. No false results or discrepant values were observed with anny samples. As of (B)(4) 2012, one complaint has been reported for lot #w50010. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.